Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 432 mg/dl which was treated with bolusing. Customer's blood glucose level was 396 at the time of incident. Customer's current blood glucose level was 430 mg/dl. It was reported that insulin pump had blank display which was resolved by changing battery, but there was an error which promoted customer to rewind the insulin pump. Customer reported symptoms of high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp-7020-snsr.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected error message on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No unexpected pump error ha69 alarm noted during testing. Successfully downloaded history files and traces using thus software. The pump uploaded to carelink pro without any errors. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: cracked keypad overlay and scratched case. In summary, customer alleged unexpected error message not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.